Manufacturer narrative:
Unit alarmed pump error 130 due to motor not properly plugged in. Unable to perform displacement test due to motor anomaly. The motor was tested outside of device and passed. No cosmetic damage noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had physical damage of insulin pump. Customer's blood glucose was insulin pump would need to be replaced.